Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing elevated blood glucose levels up to 262 mg/dl that are not responsive to boli via pump; has to give injections to be successful. Caller alleges pump does not deliver accurately. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.